Event description:
It was reported that during implant, the lead exhibited a noise and high impedance. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of noise could not be confirmed in the laboratory. Analysis found normal device characteristics and no anomalies were found.